Manufacturer narrative:
Neither the involved introducer sheaths nor other devices used during the procedure were retained by the user facility and the lot numbers are unk. Therefore, the investigation was limited to an assessment of info provided by the user facility and non-specific quality records. The user facility identified two glidesheath product codes that were reportedly used during the procedure. The other reported product code was rm*bf5f10pa (5-fr. Glidesheath). As stated above, the involved devices were not returned for evaluation and the lot numbers are unk. Therefore, the failure investigation was limited to assessment of info provided by the user facility and a review of general records for the reported product family covering the last 3-years. This review did not identify any potentially related mfg or sterilization issues. In addition, it was confirmed that there have not been any similar complaints for this product family. There is no indication that there was any relation to a pre-existing device defect. The cause of the reported event cannot be definitively determined based upon the available info. All available info has been placed on file at the mfg facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that a pt developed a reaction at access site on the right wrist following an interventional procedure. Reportedly, the pt's skin near the access site developed what "looked like a rash" that then "became oozing pus." The pt was given cephalexin 500ml and bacitracin to treat the condition and is reported to be "getting better."